Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements. There was no noise observed and the lead continue to pace appropriately. The rv lead was surgically abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.